Event description:
The account alleged the side rail has broken and will not latch. No injury reported.

Manufacturer narrative:
The tech shipped the account a complete side rail assembly to resolve the issue.